Manufacturer narrative:
No sample was returned for evaluation therefore, the condition of the product could not be verified. A review of the device history records (DHR) for the reported lot number, was performed and it was determined the product was released according to the product¿s acceptance criteria. The root cause for the customer's complaint could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The head nurse reported the procedure was completed 23 days later.

Manufacturer narrative:
Two opened cannulas were received. The samples were visually inspected and were found to be conforming. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. A root cause could not be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A head nurse reported that when the ophthalmic surgeon was hydrating the wound at the end of a left eye cataract procedure with intraocular lens (iol) implant, the 27 gauge cannula '"shot away" from the luer lock syringe and "bounced into the eye against the retina". The patient had a "solid bleeding" and the procedure was not completed because of the proximity to the retina. Additional information was provided by the reporter who clarified that the patient experienced a major hemorrhage. The cannula was used on a 3mm stand alone syringe from a custom pak with bss. Additional information has been requested but not received to date.